Event description:
Procedure type: according to the reporter:loaded gia was placed across bowel to perform transection. As firing toggle was advanced the handle fell apart and reload jammed. Reload and handle were removed and a second one was used without error. Tissue loss was negligible and blood loss also. Time delay also negligible. Additional information: the stapler fired only part way. The stapler handle plastic casing disengaged into the patient cavity and was retrieved. Minimal tissue loss- new transaction performed distally by 2cm.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).